Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, balloon detachment occurred. As the balloon protector was removed from the 3.5mmx1.5cm small peripheral cutting balloon the balloon tore apart from the catheter. The procedure was completed with another 3.5mmx1.5cm small peripheral cutting balloon. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the catheter was returned in two sections as a result of a complete balloon detach at the distal and proximal balloon bonds. The balloon protector was returned with the balloon inserted inside it. This type of damage is consistent with excessive force being applied to the device during the reported event of difficulties removing the protector cap. No additional damage was noted to the shaft. The balloon was removed from the protector and a microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, balloon detachment occurred. As the balloon protector was removed from the 3.5mmx1.5cm small peripheral cutting balloon the balloon tore apart from the catheter. The procedure was completed with another 3.5mmx1.5cm small peripheral cutting balloon. As there was no contact with the patient, no complications were reported.